Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Event summary: it was reported that the during pump interrogation from (B)(6) 2022-(B)(6) 2022, several pump off alarms were found. The patient did not recall the alarms and denied losing consciousness in the last month. The patient had been operating on battery power at all times. It was also noted that the patient had rescue tape at the strain relief of the driveline above the system controller and it appeared as though there was a lot of twisting of the driveline despite attempts at re-education. Upon review, the log file data showed pump stops alarms on (B)(6) 2022-(B)(6) 2022 which has been linked to potential issues with the percutaneous lead. The issues only appeared to be occurring while the heartmate ii left ventricular assist device (vad) is connected to the mobile power unit. It was instructed to keep the vad connected to battery power in order to prevent further interruption in support until further investigation is completed. It was asked to provide x-rays to identify a possible location of where the compromise in the lead was. X-rays were to be obtained during admission for driveline repair which was scheduled for (B)(6) 2022. It was noted that the patient had significant wear and tear to the external portion of the driveline and had a short to shield. The log file also confirmed that the patient has been sleeping on battery power since (B)(6) 2022 and few low battery advisory and low battery hazard alarms due battery depletion. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. The vad was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed transient low speed and pump stop events which appeared to be consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The reported superficial damage to the driveline could not be confirmed as no images depicting the damage were submitted and no product was returned for evaluation. The submitted log file contains data from (B)(6) 2022 and recorded transient low speed and pump stop events on (B)(6) 2022 while the patient was connected to the mobile power unit. The pump appeared to have ramped back up the set speed without issue after each event. An external driveline repair was scheduled and further attempts were made to obtain additional information from the customer regarding the event; however, no repair nor additional information was able to be provided as the patient is lost to follow-up. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. This section outlines the necessary steps to take when preparing to sleep and warns that "the patient must always connect to the power module or mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear system alarms." Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline repair had not yet been completed as the patient was lost to follow-up and it was unable to be scheduled.